Event description:
A synsiro drug-eluting stent system was chosen to treat a mildly calcified lesion (90 percent stenosis degree) in a mildly tortuous left main. Despite pre-dilation the device could not be advanced.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the instrument revealed that the stent is slightly deformed at its distal end, few struts are bent outwards. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. A 0.014 inch reference guidewire could be introduced without unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.